Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 and 59 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Visual inspection has been performed on the sensor plug assembly. The returned sensor was further investigated and de-cased. The returned battery voltage was measured and it was within specification range. An extended investigation was observed. Visual inspection was performed using a digital microscope on the returned puck. No signs of damage were observed during the inspection. The sensor initial data was reviewed. To confirm the functionality of the returned sensor. The returned battery voltage was measured and it was within specification range. A sim vivo test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings according. A counter was recorded which is within the specification. The refr value was also recorded which is within specification. Additionally, a poise voltage test was performed and results that were within specification were observed , indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. The poise voltage test was performed according. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification indicating the puck's thermistor was fully functional. The testing performed shows that the sensor is accurately recording readings and expected values such as temperature, poise voltage, and refr values are within specification. Given that the sensor passed all testing and there was no evidence of product malfunction, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced seizures and a loss of consciousness. The customer had contact with a healthcare professional however, there was no treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced seizures and a loss of consciousness. The customer had contact with a healthcare professional however, there was no treatment reported. There was no report of death or permanent impairment associated with this event.